Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. A cassette was attached to the device and it ran with no issues. The "no disposable" alarms were unable to be duplicated. The upstream sensor was recalibrated and the downstream sensor was replaced as a preventive measure. There was no fault found with the returned pump.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited no disposable alarms. No reported adverse effects.